Manufacturer narrative:
(B)(4). Date sent: 11/7/2024. Additional information was requested, and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? None. How was the bleeding controlled? Bipolar. How much blood was lost (ml)? Not known. Did the patient require a transfusion? None.

Event description:
It was reported that during a sleeve gastrectomy surgery. First intervention with slr reinforcement materials purchased by the customer. Post seeding, all the shots carried out with echelon powered and reinforcing materials bled, the fourth shot the suture line was slightly interrupted in the first two cm. The gastric section was all bleeding and the surgeon had hemostasis problems. Had to remove the last shot on the gastric fundus with a further refill the seventh which was covered with seamguard and also in this case there was a slight bleeding which was then dominated with bipolar. During the operation 2 refills were used. The surgeon had problems mastering the hemostasis. During seeding the same materials were used with the exception of the stapler which was an echelon 3000 instead of the psee60a. The patient one day after surgery. Appears to be in good condition. Procedure completed successfully, no delays. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 10/21/2024. D4: batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? How was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? A manufacturing record evaluation was performed for the finished device psee60a lot number c9ee72 and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.